Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2015. (B)(4) .

Event description:
It was reported that the patient came to the clinic not feeling well. The physician interrogated the device and attempted to evaluate the ahr (atrial high rate) episodes, but the episode detail was not available. The programming session was ended and the device reinterrogated immediately, and the episodes cleared entirely. The device remains in use. No patient complications have been reported as a result of this event.